Event description:
It was reported the clinician was attempting to program a heparin bolus in the customer's " weight based low intensity" guardrails profile. The heparin order was written in units/kg/hr however the clinician must enter the dose as units. The clinician has to do the math in order to convert the order to correct dose of units. Clinician states she has seen programming errors in the past regarding this. This was reported to on site bd representative. The customer has requested a product enhancement to have the ability to build guardrails with s weight-based dose or rate with a non-weight-based maximum dose or rate. There was patient involvement however no reported patient harm. Although additional information and product return was requested, there was no response from customer to date.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the clinician was attempting to program a heparin bolus in the customer's " weight based low intensity" guardrails profile. The heparin order was written in units/kg/hr however the clinician must enter the dose as units. The clinician has to do the math in order to convert the order to correct dose of units. Clinician states she has seen programming errors in the past regarding this. This was reported to on site bd representative. The customer has requested a product enhancement to have the ability to build guardrails with s weight-based dose or rate with a non-weight-based maximum dose or rate. There was patient involvement however no reported patient harm. Although additional information and product return was requested, there was no response from customer to date.